Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It has been reported that red alarm code 41541. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective latch lock sensor. The latch lock sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.